Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The provided x-ray images and movies show an extended active fixation helix of the atrial lead during implantation and a retracted helix one day after implantation. However, in the course of the inspections of the returned lead, no technical deviations were noted, which can be considered to be the root cause of the observed helix retraction issue. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. During the mechanical analysis, the fixation helix could be properly deployed and retracted according to the technical specifications. A thorough inspection of the helix did not show any anomalies. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided test results, acquired between 20th of april 2023 and 22nd of april 2023 recorded an initial atrial threshold of 0.9 v with a drop to 0.5 v on (B)(6) . Furthermore, an initial pacing impedance of 565 ohms was recorded with an increase to 760 ohms until (B)(6). No iegm episodes were available for analysis. The provided x-ray images and movies show an extended active fixation helix of the atrial lead during implantation and a retracted helix one day after implantation on (B)(6) 2023. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
This lead was explanted due to dislodgement. Should additional information be received, this file will be updated.